Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 56 year-old male with a past medical history of hypertension, hyperlipidemia, chronic obstructive pulmonary disease, chronic tobacco use, moderate non-obstructive coronary artery disease, nonischemic cardiomyopathy, and a severely reduced left ventricular ejection fraction presented to the emergency department with worsening shortness of breath and lower-extremity edema over the prior three to four weeks. The patient was admitted for further evaluation. Three days later, a left heart catheterization demonstrated 65% stenosis of the mid left anterior descending (mlad) coronary artery, a reduced left ventricular ejection fraction, and severe left ventricular systolic dysfunction. The patient returned to the inpatient floor for continued heart-failure management and planned percutaneous coronary intervention (pci). During the planned procedure, the patient became hypotensive and bradycardic. The pci was paused, and the clinical team elected to implant an impella cp device for protected pci. The impella cp device was successfully implanted, and the coronary intervention was completed. The decision was made to transfer the patient to the intensive care unit (ICU) with the device in place for continued management. In the ICU, oozing was observed from the access site. This was managed with manual compression, a figure-of-eight suture, and application of a pressure pad. Hemostasis was achieved. The following day, the impella cp device was successfully weaned and explanted without complications. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.